Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break was not confirmed, as the full length of the suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device, via a 6fr sheath, using the preclose technique, prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, a suture break occurred after pulling on the blue suture. Another proglide was used successfully and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide and established in the pre-close technique. No additional information was provided.